Event description:
Retained minimally invasive surgery pedicle screw tab. Failure of pedicle tab that the pedicle screw is in driven through an extender in the pedicle of the spinal vertebrae. The pedicle tab should break off and the extender should be removed, however, in this case, the extender was removed and the pedicle tab did not break off. Follow-up x-ray 4 weeks post op revealed the pedicle tab remained adhered to the screw head. Patient was taken back to operating room to remove the pedicle tab.